Manufacturer narrative:
Investigation conclusion: the customer reported the feeding set presented a nutrition leak during priming. It was dripping at the part where the nutrition was inserted. There was no patient involved. The report refers to product code: 775100, epump cross spike feed & flush, with lot number: 200480155, was manufactured on 25-feb-2020. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no related trends were identified. Two (2) used products were returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure. A leak was identified between the cross-spike and silicone tubing line. An investigation was initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set presented a nutrition leak during priming. It was dripping at the connector where the nutrition is inserted. There was no patient involved.